Event description:
It was reported, there were ¿no responses¿ while checking intra-operatively. Impedance testing was done, but no results were provided. A loss of therapeutic effect and less than 50% therapy relief was noted. The lead was therefore, replaced with a new lead at the same time the battery was being replaced due to normal depletion or reduced longevity. The old lead remained implanted, but ¿out of service.¿ the cause of the issue was not determined and it was unknown how the patient was doing and if they were receiving effective therapy. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3889-28, lot# v285772, implanted: 2009 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).